Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more frequently and was experiencing inadequate stimulation. The database analysis revealed no anomalies. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was not be returned to bsn as it was kept by the medical facility.